Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, stretched and lifted from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The bumper tip of the device showed slight signs of damage at the distal edge. Based on the complaint report and the analysis completed, the damage might have been caused during attempts to advance the delivery system. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2016. It was reported that a 4.0x16mm promus element¿ stent was not able to cross the target lesion located in the left anterior descending artery (lad). No patient complications were reported and the patient was in stable condition. Upon device analysis, stent damage was noted.